Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called with a sensor issue due to not entering the sensor code into the ilet; once entered, the user's blood glucose (bg) read 65 mg/dl before breakfast. User noted bg tends to drop if not eating within an hour of rising. Troubleshooting involved education on correcting lows with fast-acting carbs before meal announcements. User treated with 3 oz juice, and on follow-up call bg had returned to 154 mg/dl with upward trend after breakfast. Resolution: user successfully corrected low, announced breakfast, and will continue monitoring. No symptoms were reported, and no medical intervention required at the time of call.